Event description:
It was reported that the lead's superior vena cava coil broke while disconnecting from the old device and connecting to the new one. No measurements appeared when the lead was connected to either of the devices. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.